Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, alleged insulin pump was defective and being hospitalized twice. The customer reported a blood glucose value of 600 mg/dl and the hyperglycemic event was treated with a manual injection/insulin pen, and emergency room visit. The event involved product(s) mmt-1884, mmt-332a, and unomedical. Troubleshooting was not performed for hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer will discontinue use of the device. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
The pump passed the self test, sleep current measurement and active current measurement. However, pump error 38 alarm during the rewind test. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to pump error 38 alarm. The thump and carelink software was utilized and downloaded trace/history files properly. On the primary svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. On related svn#: (B)(4) , the formatted history file lists data from (B)(6) 2025. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of (B)(6) 2025. On the (primary svn# (B)(4) event date of (B)(6) 2025., there is no unexpected alarms/suspends recorded in the formatted history file. However, multiple pump error 130 found in the pump history on (B)(6) 2025 from 15:50:48.000 until 16:08:20.000. Also, multiple pump error 43 alarm on (B)(6) 2025 from 02:10:16.000 until 02:18:00.000 and one on (B)(6) 2025 at 06:45:04.000. Pump was cut open to perform visual inspection and found moisture damage on force sensor, motor and corroded motor home switch. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Unable to verify customer alleged for high bg. Pump error 38 alarm during the rewind test and pump error 43 and 130 alarm confirmed in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.